Manufacturer narrative:
The insulin pump was received with intermittent button response on the up arrow button due to corroded keypad traces noted. No button error alarms and no unexpected scrolling of number noted. The insulin pump has cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.

Event description:
It was reported the insulin pump kept alarming button error. Customer's blood glucose was 10.9mmol/l. Customer was trying to give a bolus and numbers kept scrolling on their own. Customer removed the battery and reinserted then device alarmed. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.